Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida ((B)(6) 2014). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse}"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity") and migraine ("migraines/headaches"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection, abdominal distension, dysgeusia, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity and migraine outcome was unknown. The reporter considered abdominal distension, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, perforation, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, psych injury, other injuries/symptom and perforation. Discrepancy noted in essure insertion date (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, migraines & hypersensitivity were added. Product, patient & reporter information updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other (nos)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse}"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouth") and mood swings ("mood swings"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract infection, abdominal distension, dysgeusia and mood swings outcome was unknown. The reporter considered abdominal distension, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, mood swings, perforation, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain, psych injury, other injuries/symptom and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. New reporter added. . Patient demographic added. Event injury is replaced by dysmenorrhea (cramping). New events dyspareunia (painful sexual intercourse),general abnormal bleeding, allergy, psych injury, perforation: other (nos), urinary tract infection, bloating; metallic taste in mouth, mood swings and bloating; metallic taste in mouth; mood swings were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.